Event description:
Consumer reported that the ac/dc adapter plug started to smoke while it was plugged into the wall. There was no fire or flame.

Manufacturer narrative:
We believe the adapter failed in a safe manner based on design; nevertheless, we are investigating our complaint history and will update the agency as necessary.